Event description:
It was reported that a coil pierced the catheter. During an internal iliac bone embolization procedure, an 8 mm x 20 cm interlock-35 coil was selected for use. The anatomy was reported as moderately tortuous. An intermittent flush setup was utilized, and a flush was performed prior to insertion of the coil. The coil was used in combination with a non-boston scientific angiographic catheter with an internal diameter of 0.038 inch. During the procedure, the locking arm portion of the interlock device did not follow the curve of the catheter, resulting in piercing the catheter and protrusion into the blood vessel. There was no vascular damage. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event.